Event description:
It was reported that in-stent restenosis occurred. Eight months after a 3.00 x 20mm synergy xd drug-eluting stent was deployed in the left anterior descending artery, the patient returned due to in-stent restenosis.

Manufacturer narrative:
A1 - (B)(6). B3 - date of event: used the first day of the month of the aware date as no event date was provided. D2a - date of implant: estimated based on the stent being implanted (B)(6) months prior to reporting. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
A1 - patient identifier: (B)(4). B3 - date of event: used the first day of the month of the aware date as no event date was provided.\ d2a - date of implant: estimated based on the stent being implanted 8 months prior to reporting. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The device remains implanted and in service. Therefore, a technical analysis could not be performed. However, cine media was provided by the customer which showed a severely and diffusely diseased left anterior descending (lad) artery with sub occlusive in-stent restenosis in the proximal segment, as well as another significant in-stent restenosis lesion in the mid-distal segment.

Event description:
It was reported that in-stent restenosis occurred. Eight months after a 3.00 x 20mm synergy xd drug-eluting stent was deployed in the left anterior descending artery, the patient returned due to in-stent restenosis.